Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 700 mg/dl at the time of the incident. The customer's blood glucose was 300 mg/dl at the time of the call. The customer's blood glucose was 411 mg/dl at the time of hospitalization. The nurse stated that they treated her high blood glucose with insulin drip at the hospital. The date of the hospitalization was (B)(6) 2015. The nurse stated that the time and date was programmed incorrectly. The nurse stated that the high blood glucose started after the doctor made some changes on the settings of the insulin pump. The nurse declined to perform high pressure test. The insulin pump will not be returned for analysis.